Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient sought medical intervention because of an allergic reaction around the sensor area and around the off-label insertion site that caused rashes. Patient reported that allergic reaction started around (B)(6) 2014. Patient reported using hydrocortisone on the skin, and reaction goes away in a couple of weeks. Patient had a regular visit with the doctor on (B)(6) 2014 and the doctor told patient to contact dexcom technical support for a recommendation.